Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Concomitant medical products: dilation catheter: fogarty balloon. Sheath: 6fr. Heparin. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery (lcfa) was attempted using a starclose se device via a 6fr sheath, after a diagnostic procedure. Reportedly, the clip of the starclose se device did not deploy. Manual arterial compression was applied to achieve hemostasis. After hemostasis was achieved no pulse in the lcfa was noted. A post procedure angiogram was performed and found thrombosis and calcification in the lcfa. A balloon catheter was used to open the occlusion and restore blood flow. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to deploy the clip was not confirmed; however, a sheath split issue/thumb advancer issue was observed. The investigation was unable to determine a conclusive cause for the noted sheath split issues/thumb advancer issue; however, the patient effects of occlusion and thrombosis, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.